Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that leak check prior to use was performed with no leakage confirmed. During use, cuff leakage occurred. No information on how long the device was in use prior to leakage. No adverse health outcome resulted from this event.

Manufacturer narrative:
The reported tracheostomy tube was returned for product evaluation. The product was received inside a plastic bag and without its original packaging. Visual inspection of the device found no faults or abnormalities. The returned device was given functional testing: a syringe was attached to the inflation line and the device cuff was inflated. The entire device was submerged in water and bubbles were observed coming from a tear in the device cuff. The damaged cuff is believed to have occurred during product use. The user reported that the inflation system was tested prior to patient use with no leaks observed. No evidence was found to suggest the reported event was related to an intrinsic product fault.